Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient reported "the right side I charge past 1.3" and reported they are not able to hold their urine. The patient clarified by this they mean they can't increase stimulation above 1.3 and stated they need to due to peeing the bed and standing up and peeing everywhere. Agent offered to assist the patient with increasing stimulation on call and patient stated that is not what they want help with. The patient reported that the implant on their right side is up to 1.9 and reported that it "shuts off at times". The patient clarified that their ins shuts itself. The patient reported "these things are horrific, the other one was wonderful". The patient provided event date as "august, somewhere around the first of august". Agent did not ask about the circumstances that led to the reported issue.